Manufacturer narrative:
Internal complaint reference: (B)(4). H11: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a pip surgery, performed on (B)(6) 2025, the patient experienced a bone spur that later acted as a hinge and caused the joint to become displaced, associated with a bone split that occurred during implantation. Ten days post-operatively, when sutures were removed, it was observed that the joint was already displaced. Then, it was elected to tightly cast the hand in an attempt to straighten the finger and realign the joint. During the casting process, a nurse applied firm pressure to the wet casting material, resulting in undue compression of the ulnar nerve. As a result, the patient developed complex regional pain syndrome (crps) affecting the right hand, wrist, and arm. Continued to experience significant symptoms 15 months after surgery. The patient had ongoing pain in both right small finger and right ring finger. The pip joint is becoming increasingly unstable, and unable to make a fist with the right hand. No further information was provided.